Event description:
Information received from the field notes that during routine follow-up, interrogation found the device in the ddd mode and the patient in intrinsic rhythm. The mode was changed to vvi to check sensing. After reprogramming, the device went into back-up code a. The programmer was reboot- ed, but the device could still not be interrogated or pro- grammed. Subsequently, the pulse generator was replaced.